Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name - requested, not provided. Health professional- requested, not provided. Occupation- requested, not provided. The actual device has been returned for evaluation. Visual inspection of the actual sample upon receipt found that it had been fractured at approximately 65mm from the distal end. Therefore, it was inferred that "the green part at the distal end of guidewire was bent" described in the reported issue was the fracture at the involved section. Magnifying inspection of the fractured section of actual sample found that the outer layer in the vicinity of fractured section had been deformed. The outer layer of the fractured section of actual sample was removed and magnifying and electron microscopic inspections inside the actual sample were performed. Following results were obtained: (I) the wire and gold coil had been fractured; (ii) the side surface of the fractured section of wire had been curved, and the top surface of fractured section had been partially dented and had dimple patterns (hole-shaped patterns). The outer diameter of actual sample (normal section) was measured and confirmed to meet the specifications. Outer diameter of the urethane outer layer was 0.59mm. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number combination confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. Simulation testing was conducted. 90° repeated bending force was applied using a factory-retained normal disposable guidewire g. As a result, it was fractured and the outer layer in the vicinity of fractured section was deformed. Then, the outer layer was removed, and electron microscopic inspection of the fractured section of wire was performed. It was found that the side surface of the fractured section of wire was curved, and the top surface of fractured section was partially dented and had dimple patterns (hole-shaped patterns). Since the fracture condition of this simulated product and the fracture condition of actual sample were very similar, it was presumed that same force as the above simulation test was applied to the actual sample. Based on the investigation result, as a possible cause of this complaint, it was likely that since excessive bending force was repeatedly applied to the involved section of actual sample, the outer layer was deformed, and the internal wire and gold coil was fractured. However, since the details at the time of use were unknown, it was not possible to clarify the cause of occurrence. Relevant IFU (instructions for use) reference: 4 - inject physiological saline into the endo therapy accessory. 5 - remove the wire clip from the holder. Holding the guidewire, push the guidewire in the direction of the inserter to take out the guidewire from the holder. Do not pull the guidewire toward where the wire clip was attached. 6 - insert the guidewire into the endo therapy accessory. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the g-260-2545 was opened from the sterility pack. When they attempted to take it out of the holder, they noticed that the green part at the distal end of the guidewire was bent from the beginning. The involved product was not used. The procedure was completed using a different guidewire. Therefore, the patient was not harmed. The event occurred pre-treatment. The patient was not injured, and medical or surgical intervention was not required.